Event description:
It was reported the patient's left brain electrode was not providing any real benefit and very little in the way of stimulation induced adverse effects (no dysarthria and less paresthesia than would be expected) even with monopolar at three contacts up to around 7 volts with high pulse widths (210). Her right brain electrode was providing almost complete tremor control at 1.7 volts. Impedances were high in 0 monopolar and 0+2, 0+3 but everything else appeared fine during operating test stimulation. Current impedace readings were >4000 ohms x-rays revealed that the left lead had disconnected from the extension. The patient was scheduled for a revision in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.